Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user three days into ilet therapy experienced a low glucose event following a lunch meal announcement while following a low-carbohydrate diet and also contacted support to learn about the pause and detach feature for showering. The user reported inaccurate continuous glucose monitoring readings from a libre 3 plus sensor and therefore entered finger-stick blood glucose values into the ilet. Symptoms included hypoglycemia without loss of consciousness or other acute neurologic symptoms. The user self-treated with oral carbohydrates, and the duration of the low glucose event was reported to be less than one hour. No assistance was required, and no medical intervention or hospitalization was reported. Investigation included troubleshooting and user education regarding consistent meal announcing per healthcare provider guidance and observation of ilet behavior with usual meals. It was also confirmed that the user received low glucose alerts. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with potential contributing factors including low-carbohydrate intake relative to a meal announcement and discordant continuous glucose monitoring values prompting reliance on capillary measurements. Based on previously established findings for similar reports, the cause was determined to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.